Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms while connected to 14v batteries was confirmed via analysis of the submitted log file. The reported event of the volume of the audio alarms being low was not confirmed as the system controller was not returned for analysis. The submitted log file contained approximately 4 days of data ((B)(6) 2021 per the timestamp). The log file captured intermittent low voltage advisory alarms while connected to 14v batteries on (B)(6) 2021 from 17:42:18 to 19:35:32 due to the rsoc voltage levels fluctuating, causing the voltage to drop below the low voltage threshold. The atypical alarms occurred on the white power lead. The log file showed that the controller alarmed appropriately in response to the low voltage events. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided stated that the atypical low voltage alarms resolved after the battery clip was exchanged. It was also noted that no products would be returned for evaluation. The root cause of the atypical low voltage alarms could not be conclusively determined through this analysis. The root cause of the volume of the audio alarms being low could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿powering the system¿ addresses how to properly use the 14v battery and battery clips. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables, 14v battery, and battery clips. Heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their accessories including their system controller power cables, batteries, and battery clips for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent low voltage advisories and low voltage hazard alarms. There was no specific battery that can be identified and no visible external damage noted to the driveline or cords. The patient's alarm volume was low.